Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 433 mg/dl. The customer was treated for the high blood glucose with an injection. Customer states insulin is "squirting out" during the manual prime process. Customer states insulin continues to drip after motor stops during the manual prime process. The customer returned the product for analysis.